Manufacturer narrative:
Corrected data: device code 3001: glare/haloes. Method code 4110: lens work order search: one additional similar complaint type event(s) within associated lots were found. (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical residue/debris on product. Visual inspection found haptic torn and residue and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -9.00 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault, elevated iop and glare/haloes. This exchange resolved the problem.